Event description:
During setup of the thermogard hq temp mgt console (sn (B)(6)), the air trap would not recognize a full air trap. The system was in storage for 10 months before setup was attempted. No patient involvement.

Manufacturer narrative:
The reported complaint that the air trap of the thermogard hq temp mgt console (sn (B)(6)) would not recognize a full air trap was not confirmed during the review of the event log or functional testing. The reported issue was not replicated during testing, and the console functioned as intended. The thermogard hq console passed the initial functional testing without any fault or error. The air trap block was fully functional. The likely root cause of the reported complaint was the air trap simulator used by the zoll sales rep. During setup of the console. The air simulator was not completely full of liquid. The sales rep. Was educated on filling the air trap simulator. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.